Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic) counts and oversensing on non sustained ventricular tachycardia (vt) episodes. The lead remains in use. No patient complications have been reported as a result of this event.